Event description:
It was reported that there was a motor stall. It was unknown if the motor stall recovered. The actions required as a result of the event included hospitalization, explant and replacement. It was unknown if any diagnostic testing or troubleshooting was performed. The product issue was resolved. The cause of the product issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. Patient symptoms included pain. The location of issue or symptom was at an unknown location. The pump was used to infuse morphine and prialt/ziconotide.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies and the pump met specification. Analysis of the catheter revealed the catheter body had significant twisting that may have affected infusion. (B)(4).